Manufacturer narrative:
Investigation summary: the DHR reviews were performed on the sub-assembly lot numbers: lot #: 4057924 ¿ this lot number was built on qfa line 2, from 25feb14 thru 28feb14 for a total of (B)(4) units. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Lot # 4057925 ¿ this lot number was built on qfa line 3, from 01mar14 thru 03mar14 for a total of (B)(4) units. Review disclosed one non-related qn was initiated of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. Review of DHR¿s revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Received one unused q-syte unit in sealed package from catalog number 385100; lot number 4058480. One photo was submitted for review. Visual/microscopic evaluation: the septum has a yellow tint. Based on the review of the submitted photo; the septum¿s have a yellow tint; revealed the same finding as the evaluation of the returned unit. Indeterminate: a definite source that contributed to the yellowing discoloration of the septum could not be established. Contributive factors for this defect could be the storage condition of the end user.

Event description:
It was reported that an unspecified number of the bd¿ q-syte was noticed to be a discolored yellow prior to use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of the bd¿ q-syte was noticed to be a discolored yellow prior to use.